Manufacturer narrative:
Predictors of long-term outcomes after drug-eluting balloon angioplasty for bare-metal stent restenosis http://dx.doi.org/10.1016/j.hlc.2017.04.013 continued from average age majority gender date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review to assess predictors of long-term outcomes after drug-eluting balloon angioplasty for bare-metal stent restenosis. Between june 2011 and april 2015, 105 patients with 125 bms-isr lesions were treated with deb angioplasty in the captain registry. Among bare metal stents(bms) implanted were, integrity and micro-driver bms . Vessels treated were the lm, lad, lcx and rca. Post procedure, in-stent restenosis was reported and revascularization was carried out using non-medtronic drug-eluting balloon catheters. Clinical outcomes after deb angioplasty over short-term and long-term follow-up included myocardial infarction; tlr: clinically driven target lesion revascularisation and death.

Manufacturer narrative:
A journal article was submitted for review to assess predictors of long-term outcomes after drug-eluting balloon angioplasty for bare-metal stent restenosis. Among bare metal stents (bms) implanted were, integrity and micro-driver bms . Vessels treated were the lm, lad, lcx and rca. Between (B)(6) 2011 and (B)(6) 2015, 105 patients with 125 bms-isr lesions were treated with deb angioplasty in the captain registry. Clinical outcomes after deb angioplasty over short-term and long-term follow-up included myocardial infarction; tlr: clinically driven target lesion revascularisation and death. If information is provided in the future, a supplemental report will be issued.